Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 211 mg/dl. Prior to troubleshooting with tandem technical support (cts), the customer performed a cartridge change. A system check with cts confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. A new infusion set tubing was successfully loaded, and customer resumed insulin therapy. Customer was using apidra insulin and the cartridge was in use for 4 days. Tandem technical support educated customer regarding cartridge/insulin labeling.